Event description:
It was reported that the steerable inserter would not articulate in surgery. The surgeon flipped the patient to begin an anterior procedure to retrieve the cage, as the cage had advanced more anterior than anticipated during the initial posterior procedure. There was a surgical delay of about 1 hour.

Manufacturer narrative:
Applicable stryker personnel that are involved in the maintenance or preparation of the tritanium tl inserter have been identified to receive notification of a correction to assure that the instrument is lubricated adequately. The stryker personnel includes stryker representatives that handle and review instrumentation prior to each surgery as well as personnel responsible for preparing loaner sets for distribution to the field.

Event description:
It was reported that the steerable inserter would not articulate in surgery. The surgeon flipped the patient to begin an anterior procedure to retrieve the cage, as the cage had advanced more anterior than anticipated during the initial posterior procedure. There was a surgical delay of about 1 hour.

Manufacturer narrative:
Method: product inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the representative reported event could not be confirmed. Upon functional inspection, the inserter functioned as intended. This event led to a surgical delay of one hour. Surgery was successfully completed. Manufacturing records were reviewed and no relevant manufacturing issues were identified. Surgical technique states: "instruments must be examined for wear or damage prior to surgery. Thoroughly inspect the inserter tip and inserter shaft for any damage prior to use and do not use if any damage is evident to threads, rotating mechanism, etc." Conclusion: upon device inspection, the failure could not be confirmed.

Event description:
It was reported that the steerable inserter would not articulate in surgery. The surgeon flipped the patient to begin an anterior procedure to retrieve the cage, as the cage had advanced more anterior than anticipated during the initial posterior procedure. There was a surgical delay of about 1 hour.